Event description:
Caller reported a malfunction on the pump, identified as malfunction 199 in tandem source. There was no adverse impact to the customer's blood glucose level. The customer was assisted with pump reset information by technical support and will reset the pump independently, with instructions to follow up if the malfunction recurs. No further assistance was required.